Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly only) was analyzed, and a functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the complaint device was returned incomplete, the ligator housing was not returned for analysis and this was the critical part to be analyzed, the handle trip wire was not attached to it. There was not anything in the returned handle proving that it was difficult to setup or that the bands did not deploy and there is not enough evidence to determine whether the bands unable to deploy, and the device was difficult to setup or prepare due to the physician's technique during the procedure, due to patient's anatomical conditions, or was related to a device malfunction. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2023. During the procedure, the third band overlapped the fourth band and the bands remained in the ligator head. The procedure was completed with another speedband superview super 7. It was noticed that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2023. During the procedure, the third band overlapped the fourth band and the bands remained in the ligator head. The procedure was completed with another speedband superview super 7. It was noticed that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.